Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a new patient implant, it was reported that high impedance was consistently observed. The surgeon then decided to implant another generator but high impedance was still observed so the lead was replaced and then the impedance was within normal limits. The initially implant generator and lead will be returned to undergo pa., but has not been received to date. Additional details received noting that the surgeon and rep made sure to perform a system diagnostics test and the surgeon cleaned the lead pin, the insertion point on the sentiva, and also visually inspected both sites twice. There were no visual damages observed with the lead. No other relevant information has been received to date.

Manufacturer narrative:
B5: describe event or problem, corrected data: initial report inadvertently did not note that the explanted devices had been received. D9 device available for evaluation? Corrected data: initial report inadvertently marked no.

Event description:
The explanted generator and lead were received and underwent product analysis. Generator analysis was completed and approved. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead analysis was completed approved. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. Setscrew marks were observed on the lead pin. The lead connector was inserted completely in the header of a representative pulse generator header. No anomalies preventing the connector pin from being fully inserted into the generator were noted. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead which may have contributed to the reported complaint of high impedance.